Event description:
It was reported by service report that the breakaway head section was missing the right side swivel clevis pin. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pivot pin.